Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during central processing, monopolar curved scissors coating was damaged. There was no report of patient involvement.

Manufacturer narrative:
The monopolar curved scissors has been returned and evaluated by the failure analysis team. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.043¿ - 0.064¿ in length and were not aligned with the tube axis. Additional observation not reported by site indicated that the instrument was found to have blade damage. One of the blade edges was indented, which prevents the blades from closing.

Event description:
Refer to h10/h11 for follow-up information.